Manufacturer narrative:
E1: patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada the patient reported of had infection at the infusion site. The patient has been treated twice with keflex. No further information available.